Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused cellular therapy product in the progressive care area 57 oncology. The volume to be infused was 73 ml and 9.7 ml was left in the bag. The rate of infusion was 999ml/hr. It was also reported there was no patient injury or medical intervention.